Event description:
At end of elective out-patient heart catheterization, physician inserted angioseal for hemostasis in the right femoral artery. Upon arrival in recovery area, pt complained of "coolness and numbness" in her right foot which was ascending her right leg. After evaluation, the pt was taken to the operating room for removal of the angioseal and a femoral endarterectomy. Pt then remained in the hospital as an in-patient for observation and treatment.